Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump and catalytic converter were replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service. The device history record (DHR) was reviewed for the sterrad® unit. No anomalies were observed that would contribute to the reported issue at the time of release. (B)(4).

Event description:
A customer reported "smoke" or haze emits from the sterrad® 100s sterilizer with the 1st cycle of the day. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The fse replaced the catalytic converter and vacuum pump exhaust filter to resolve the haze/mist/vapor issue. Device manufacture date: correction from 1/15/2007 to 1/10/2007. Asp investigation summary: the investigation included a review of the device history record (DHR), system risk analysis (sra) and trending analysis for haze/mist/vapor issue. The sra shows the risk for exposure to toxic or corrosive material to be "low." Trending analysis of the haze/mist/vapor issue was reviewed from february 2017 to august 2017 and no significant trend was observed. No parts were returned for functional analysis. The assignable cause of the haze/mist/vapor issue is the catalytic converter and vacuum pump exhaust filter. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.